Manufacturer narrative:
Correction to: g3 the first date any bsc employee becomes aware of a reportable event. For follow-up reports, use the date that the follow-up information was received.

Event description:
It was reported that this patient experienced muscle stimulation. Boston scientific technical services (ts) provided suggestions. There is no information about the explant of the cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced muscle stimulation. Boston scientific technical services (ts) provided suggestions. There is no information about the explant of the cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced muscle stimulation. Boston scientific technical services (ts) provided suggestions. There is no information about the explant of the cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.